Event description:
As reported for this event by the customer, during an unknown therapeutic procedure the basket did not deploy when the doctor used the device. There is no harm or adverse impact to the patient. The procedure was completed with a new similar device.

Manufacturer narrative:
The device has been returned but the device evaluation is not yet completed. As such, a definitive root cause of the reported complaint cannot be determined at this time.supplemental report(s) will be filed as any relevant new information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device evaluation did not confirm the user's event. Duplication testing was carried out by using the model of duodenum. The product could be inserted, removed, opened and closed without any problem. A technical defect was noted that the operation rod was bent. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. However, the trajectory of the endoscope insertion part may have been poor which could have increased the resistance to opening and closing the basket. The following information is stated in the instructions for use: "check that no abnormality is detected in the action of the handle. If there is any abnormality, the stone may not be retrieved and/or the basket with stone engaged may become impacted in the body. Do not insert the instrument into the endoscope if the basket is not fully closed. Otherwise, patient injury, such as perforation, bleeding, or mucous membrane damage could occur. It could also damage the endoscope and/or instrument. Do not force the instrument if resistance to insertion is encountered. Reduce the endoscope's angulation or lower the forceps elevator of the endoscope until the instrument passes smoothly. When the basket does not open and/or close smoothly, do not apply force but move the forceps elevator, set the endoscope's bending angle back, or move the position of the basket until the basket opens and closes smoothly. If the action of opening/closing the basket is forced, the sheath may stretch and the resistance in operating the handle may increase. Also, the stone may not be retrieved, and/or the basket with stone engaged may become impacted in the body." Olympus will continue to monitor field performance for this device.